Event description:
A dr reports an image left/right orientation mismatch during a prone study. The images are made and saved correctly by the system. But if the correct images are opened in another siemens image application, the left/right orientation is reversed 180 degrees. There is no injury or death associated with this reported issue. The incident occurred in other country.

Manufacturer narrative:
This incident occured in other country. The reported issue was confirmed by the factor and a corrective action is scheduled to be released by the end of 2008.